Event description:
It was reported that during a first supply change, the user connected the connector to the cartridge inside the pump before attaching it to the infusion set, reached 60 units during priming without observing drops, and noted leaking at the connector; education was provided to connect the connector to the infusion set before attaching to the pump, and a new supply change was completed successfully, indicating a use-of-device problem involving the connector component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the component term was not specifically available in the coding catalog. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.